Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the sensor had inaccurate readings. The customer¿s blood glucose was 128 and 600 mg/dl and the sensor glucose was 45 and 400 mg/dl. The customer¿s current blood glucose was 231 mg/dl and sensor glucose was 96 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.